Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged wake button issue was verified; alleged battery issue could not be verified.

Event description:
It was reported that the wake button was unresponsive and the battery was rapidly depleting. Pump display turned on when plugged into a power source. Customer¿s blood glucose was 289 mg/dl. Customer continued to use the pump for insulin therapy.